Manufacturer narrative:
Na.

Event description:
The customer stated that they received an erroneous result for one patient tested with accu-chek inform ii meter serial number (B)(4). A 9:25 a.m., a venous sample was collected from the patient and tested on the meter, resulting as 92 mg/dl. The same sample was then sent to the laboratory and tested at 9:28 a.m. Using an unknown method, resulting as 333 mg/dl. No adverse events were alleged to have occurred with the patient. The patient was not injured. Quality controls were tested on the meter within 24 hour of the event and these controls passed. The customer's product has been requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.